Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared negative. An immucor field service engineer (fse) visited the customer site 07aug2017 to assess the testing instrument in question, and determined that the washer teaching required optimization. The fse did this optimization, and subsequently the instrument was operating as expected.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site, reported on behalf of the customer site, an unexpectedly negative antibody screen when tested on a galileo neo instrument.